Manufacturer narrative:
Field service was performed on 12/june/2025. Power entry module was intact (no cracks or abnormalities), power cable clamp secure in back of system, no signs of coolant leaks, and no signs of power cable wear. Field lab investigator replaced chiller. Root cause: chiller issue with possible leak (leaking) inside device and needed replacement. Chiller was replaced. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.